Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that intensive care unit and operating room were having difficulty with enfit dual lumen sump tube with trauma patients, that is, when trauma patients had eaten prior to the accident and stomach contents needed to be suctioned, the enfit nasogastric sump tube was clogging. The hospital used our dual lumen sump tubes prior to this, with the lopez valve.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "lumen size designed incorrectly resulting in the lumen becoming blocked during use". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that intensive care unit and operating room were having difficulty with enfit dual lumen sump tube with trauma patients, that is, when trauma patients had eaten prior to the accident and stomach contents needed to be suctioned, the enfit nasogastric sump tube was clogging. The hospital used our dual lumen sump tubes prior to this, with the lopez valve.